Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the leak. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during predilatation in the heavily calcified, very stenotic, common femoral artery, during the first inflation at 8 atmospheres (atm) for 30 seconds, a leak in the hub was noticed. The device was removed and replaced with a non-abbott balloon to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.